Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. Prior to procedure, the right atrial (ra) lead exhibited noise over-sensing. The physician decided to continue monitoring the lead. The patient was in stable condition.